Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the AED's pads were expired. During the AED's automated self-test, the AED identified that the pads were expired and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash until the AED's battery pack become completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.